Event description:
Information was received that smiths bivona® adult tts¿ tracheostomy tube cuff tore. The customer reported the tracheostomy cannula was in use for only two days and no external forces tore the cuff. There were no reported patient reportable injuries.